Event description:
It was reported that the patient in clinic for an implant procedure. Upon interrogation post procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient is stable throughout.